Event description:
It was reported that a band was not holding saline. The port has been replaced due to a suspected leak.

Event description:
It was reported that the patient has expired after an implant duration of approximately 3.1 months, due to congestive heart failure. No further details regarding this event were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is currently in process. Two requests were made (via fax) for additional information regarding the device and event; however, no response was received from the healthcare provider.